Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Failure analysis: the device history record review show no deviation in manufacturers specifications. Since the actual failure sample is not available, the actual failure analysis on the defective return sample cannot be conducted. Therefore, no root cause could be determined.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. PMA/510(k): enforcement discretion.

Event description:
The customer reported an issue on abg aspirator 1ml syringe, the blood was not dissolving in the lithium heparin syringes. At this time, there was no information on patient involvement in this reported event.